Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution set 4-way stopcock extension sets had leaking issues. It was further reported that the leaks occurred where the t-connector attached to the intravenous (IV) catheter. This issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.